Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a dissection had occurred. The target lesion was located in left anterior descending artery. A 4.00 x 12 mm promus elite drug-eluting stent was deployed and a stent dissection was noted. Another stent was used to cover the dissection and the procedure was completed. No further patient complications were reported.